Manufacturer narrative:
The device was returned and evaluated, and the evaluation found corrosion of the scope connector and the plug unit. Additional findings include the following: due to clogging of nozzle water removal ability did not meet the standard value, control section had foreign objects, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire the play of upward/downward knob was out of the standard value. The adhesive on bending section cover had a crack and the adhesive on the bending section cover had white-clouded area. The electric connector had corrosion due to water leakage. The paint on suction cylinder, the paint on air/water cylinder, and the adhesive around objective lens, all were peeled. The adhesives around objective lens and the adhesives around light guide lens, both had white-clouded area. The protector of universal cord on the suction connector side, the universal cord, the probe cover, and the connecting tube all had a scratch. It is most likely the reported event was due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was limited repair of water nozzle clogging while using the evis lucera gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.